Event description:
During follow-up with the patient's nurse on (B)(6) 2010 the following additional information was obtained: the patient did not have a past medical history of a hernia prior to the start of peritoneal dialysis (pd) therapy. Six months ago in 2010, the patient began pd therapy (exact start date was unknown). On an unknown date in (B)(6) 2010, the patient was found to have a peritoneal leak. The patient was diagnosed with a left inguinal hernia and underwent a hernia repair within the same month (the diagnosis date and surgery dates were not available). The nurse did clarify that the diagnosis date and the surgery date were not the same, and that the patient was not hospitalized for the surgery. Pd therapy was not stopped during the time of the surgery. The peritoneal leak and hernia events were resolved. On an unknown date (B)(6) 2010, the patient coughed and a small left sided peritoneal leak began after the cough event. The patient's pd fill volume was decreased in an attempt to prevent the left sided peritoneal leak from getting bigger. The nurse confirmed that the fill volume was decreased from 2300ml to 1500 ml. The left sided peritoneal leak event has not increased and has not been resolved. In (B)(6) 2010, the patient will undergo surgery to have the peritoneal leak repaired. The nurse could not whether or not the unresolved peritoneal leak was a hernia. The nurse did confirm the peritoneal leak was found to be very close to the site of the old hernia. Per the nurse, the hernia may have been present but not diagnosed prior to the start of pd therapy. Pd therapy may have been responsible for bringing attention to the presence of the hernia, but did not cause the hernia. The patient has remained on pd therapy. All available information has been reported. The patient's pd nurse was contacted on (B)(6) 2010 to request the homechoice (hc) device for evaluation. The nurse indicated that the patient's hernia and peritoneal leak had nothing to do with the hc device or pd therapy. The nurse indicated evaluation of the (B)(6) was not necessary and that the patient is still using the same hc without problems.

Manufacturer narrative:
(B)(4). The device availability is unknown at this time. Baxter is attempting to obtain additional information. If further information becomes available or if the device becomes available, a follow-up medwatch report will be submitted.

Manufacturer narrative:
(B)(4). A review of the previous service record, (B)(4) 2010, shows the device passed all required tests and calibrations prior to its release from the tampa bay facility. No issues were identified that may have contributed to the issue of patient leakage. The previous return of the device was not for any issues related to patient leakage. The root cause for the reported event was undetermined. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Based on contact with the patient's nurse on (B)(6) 2010, corrected information can be found. The nurse indicated evaluation of the (B)(6) was not necessary and that the patient is still using the same (B)(6) without problems.

Event description:
A customer contacted baxter's technical service center requesting assistance as he needed to change his therapy that night on the homechoice (hc) machine. The home patient (hp) stated that he had leakage and the nurse would like him to change the fill volume. The technical service representative (tsr) asked the hp what he meant by leakage. The hp stated that the fluid leaked down to his scrotum. The hp stated that the fill volume (fv) = 2300ml, and the nurse would like to change the fv to 1500ml. The tsr explained that the nurse would have to call baxter with the programming information. The hp stated that he would contact the nurse. The hc device was operational. No medical intervention was indicated at the time of the initial report.